Event description:
The account alleged the head section will not raise with weight on it. No patient impact.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.